Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnostics. The procedure was delayed 20mins and completed after restarting the system. It was reported to philips that the emergency stops active. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that system lost communication with the imaging module. Rse instructed customer to reboot the system and after third reboot the system started working fine. Rse requested onsite support to verify the malfunction. The philips field service engineer (fse) visited onsite and checked the system and found that the geo module was damaged. To resolve the issue, the fse ordered geo module and instructed customer to use the geo module until they receive the replacement. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop was active, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.